Manufacturer narrative:
The field service engineer performed a corrective maintenance and the catalytic decomp filter and solenoid valve were replaced. Unit meets specifications and was returned to service on 04/07/2015.

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (10/09/2014 to (B)(6) 2015) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from may 2014 through (B)(6) 2015 and did not observe any significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter did not pass the special test plan. The reason for return of the catalytic converter was confirmed. The vent solenoid valve was returned and tested. The vent solenoid valve passed functional testing. The reason for return of the vent solenoid valve was not confirmed. The assignable cause of the odor/smells issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.